Manufacturer narrative:
Device not returned.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery with intermittent cartridges. Reportedly, the cartridge was changed to address the issue. Customer's blood glucose ranged from 164-181 mg/dl.